Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation: bsn, rn, manager of interventional services. Additional reporter: dr. (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that two intra-aortic balloons (iab) became unraveled while being prepped for the patient. Neither iab were inserted into the patient. A third iab was successfully inserted. The staff later stated that they checked the two iabs and reportedly both had holes in them. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab involved in this event.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the inner lumen within the membrane approximately 19.8cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 24.1cm from the rear seal measuring 0.165cm in length. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the inner lumen and a penetration in the membrane. A kink in the inner lumen can cause difficulty during insertion. A leak may impact the ability to maintain vacuum causing the membrane to unfurl and resulting in difficult insertion. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when the kink and penetration may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that two intra-aortic balloons (iab) became unraveled while being prepped for the patient. The iabs would not hold negative pressure through the one way valve and neither iab were inserted into the patient. A third iab was successfully inserted. The staff later stated that they checked the two iabs and reportedly both had holes in them. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2024-00160.